Event description:
After an implantation period of approx. 57 months, it was reported that there was no capture on the ventricular channel.

Manufacturer narrative:
Correction: after an implantation period of approx. 57 months, it was reported that the pacing impedance was too high on the ventricular channel. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recording period between (B)(6) 2019 and (B)(6) 2019, the right ventricular pacing impedance was recorded continuously as greater than 2500 ohms, as indicated in the complaint. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.